Event description:
It was reported that this physician noted high, out-of-range shock impedance measurements (>200 ohms) in multiple sensing configurations. Boston scientific technical services (ts) was contacted and recommended performing in-clinic provocative maneuvers to assess the right ventricular (rv) lead integrity. Additionally, if the patient has not received any recent shocks, it was recommended to perform a commanded shock test to verify the actual delivered shock impedance measurement. At this time, the rv lead remains implanted and no adverse patient effects were reported.